Event description:
Caller reported that the insulin gauge displayed an amount different than expected and was currently experiencing issues with the fill estimate, which showed 0 units. There was no information provided regarding any adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event or any corrective actions taken.